Event description:
During a ptca treatment procedure, the shaft of the nc monorail 9/2.75 mm balloon fractured. The mid left anterior descending coronary artery lesion had initially been predilated with a voyager 2.5/12 mm balloon and an nc monorail 2.75/15 mm balloon. The nc monorail 9/2.75 mm balloon was delivered to the lesion and inflated 5 times. After the fifth inflation, the deflated balloon became stuck in the lesion. The physician pulled on the shaft of the balloon in an attempt to remove it, but the shaft fractured. The physician was unable to retrieve the balloon. An intra aortic balloon pump was inserted and the pt was sent for emergent open heart surgery. Additional information has been requested regarding this event.